Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed and required maintenance. A field service engineer (fse) found that main drawer 4.1 was not detected on the bus. The drawer board and retractor band were replaced, and hardware test application testing was performed successfully with all tests passing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3sms b drawer 4.1 failed. The user attempted to resolve the issue by performed a recover storage space procedure; however, the drawer failure persisted. The device continued to require maintenance, as the drawer remained unrecoverable after troubleshooting.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.